Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was capped and replaced due to high capture thresholds and increased impedance. The patient condition was stable throughout and after the procedure.